Manufacturer narrative:
Sample has not been returned to MFR in time for this report. Investigation is incomplete. A f/u investigation report will be sent when completed.

Event description:
The event is reported as: during the procedure, the needle detached when passing it through the sacrospinous ligament. No pt injury reported.